Event description:
Bed found in "down" storage area with note saying "head will not stay up". No impact was reported.

Manufacturer narrative:
Technician found the bed in down storage area. Head of bed slowly drifting down. Isolated the problem to faulty CPR valve. Replaced the CPR valve to resolve this issue.